Event description:
This pt was undergoing radiation therapy for adenocarcinoma of the rectum. His treatment plan was a seven field imrt to the pelvis and rectum. The total was 25 fractions for a total prescription dose of 4500 cgy. The pt began his treatment on 8/1 and had received 10 fractions without incident. On 8/12, the radiation therapist noted that the total number of mlc points had changed. An investigation revealed a computer file corruption with the mosaiq software data base. This caused the info parameters in field one to be replaced with the info parameters in field two. The info in field two and the remaining five treatment fields were not affected by the file corruption. The corrupted file was discovered on 8/12 and affected only the treatment rendered on 8/11 only. This was reported to the MFR at the time it was discovered. There was no adverse outcome to the pt.